Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the lens was damaged by the handpiece injector. The lens was removed from the system by cutting it into half and a backup lens was used. Additional information was received stating that, the lens was inserted into the patient's eye and removed during the same procedure.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A facility representative reported stating lens damaged by the injector, in/out. Customer technical inquiries: none received - no technical inquiries were received from the customer. Reported product evaluation: results - a sample was not received at the manufacturing site for evaluation for the report of lens damaged by the injector, in/out; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).